Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during the daily check, the heartstart xl displayed error 1004. The unit could not be turned off, "configuration lost."